Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the pump was not delivering insulin as it should be. The customer states that they attempted to make a correction with the bolus wizard, and that the pump would begin to deliver, but would then go to the home menu. The customer states that their blood glucose levels have not been stable. The customer's blood glucose level at the time was 500mg/dl. The customer treated the high blood glucose levels with syringe. Troubleshooting was conducted, but was not able to be complete due to customer's phone battery dying. The customer will call back when the phone is charged.